Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient went to (B)(6) on (B)(6). She did not know if she left the patient programmer (pp) on the mountain. She can't find the pp. It was noted that the implantable neurostimulator (ins) was acting funny, like it was turned up way to high. She knew the stim could not change on its own. She had to have the pp up against the device. It was like it was always asleep. She had tingling in legs and hip. She had been keeping a heating pad on her legs. Patient stated her healthcare provider (hcp) was four hours away. Patient was advised that she could go to a hospital and have a rep paged to come and shut it off. It was also reported that she was having surgery to mesh to be put in rectal area on (B)(6). It was falling out and small intestines pulling down. Patient stated her vaginal area had a few stitches to hold things up there. About two weeks later, the hcp reported that the cause of ins acting up was unknown. The patient was seen in an ¿ed¿ but patient had not reported any information them.